Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/27/2016. The fse found that the drain valve from the probe wasg collar was defective. The fse replaced the valve, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 5ml and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.

Manufacturer narrative:
Correction to the catalog number was corrected from b24802629029 to 629029.